Event description:
It was reported the patient had pain in their right buttock at battery site for 60 seconds every morning. The first 20 seconds of pain was rated at an 8 on a scale to 10 and was described as ¿taking their breath away.¿ the zapping sensation once a day at one point caused the patient to double over in pain. No device deficiency was noted. No diagnostic tests were performed and no interventions had been taken. The etiology was the programming and was related to the device or therapy. Outcome was unknown.

Event description:
Additional information received from the healthcare provider (hcp) for a clinical study reported the patient was reprogrammed on (B)(6) 2015; the amplitude was reduced.

Event description:
Additional information received reported that the pain at the battery site was due to stimulation.

Manufacturer narrative:
Concomitant products: product ID 3889-28, lot # v625742, implanted: (B)(6) 2011, product type lead; product ID 3037, serial # (B)(4), implanted: (B)(6) 2011, product type programmer, patient; product ID 3095-10, serial # (B)(4), implanted: (B)(6) 2014, product type extension. (B)(4).

Event description:
Additional information received reported stimulation was painful. The device ¿zaps¿ one time during the day. The patient had very intense pain that doubled the patient over. Pain was an 8-9 on a 0-10 scale. The intense pain lasted 10-15 seconds then subsided and went away until the next day. Etiology was related due to programming. No diagnostic tests were done. They had offered for the patient to come in early for their next program sequence but this was declined. On (B)(6) 2015, they were uninstructed to decrease amplitude for comfort but the subject had not wanted to ¿ruin the study¿ and no change was made. The outcome was resolved without sequelae.